Manufacturer narrative:
On june 23, 2021, mentor became aware that patient's device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photographed device was completed by the failure analysis lab on july 14, 2021. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the sm mpp gel 275cc breast implant. Upon visual evaluation of the image provided in the complaint, a tear within a crease/fold was noted. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2021, mentor became aware that patient's implantation date is (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 275cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and rupture post procedure. As a result, patient underwent bilateral removal with a 270cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant on (B)(6) 2021.